Manufacturer narrative:
The physician believes that the nerve is damaged because he did more than one energy cycle in the lower part of the leg. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a closure fast catheter with an rfg3 generator to treat both the great saphenous vein (gsv) and the short saphenous vein (ssv). The IFU was followed. At the beginning of the procedure the generator displayed an error message that the temperature was too low to initiate treatment but after clicking on ok the treatment was carried out normally. During the procedure the gsv was successfully treated but during treatment of the ssv the patient felt pain and the device was stopped after 15 seconds in a segment below the calf. Access point was made in the malleolus. Hand compression was used and the vein was successfully closed. The patient was still reporting pain a day later. According to the physician, sural and saphenous nerves are damaged due to the procedure. He thinks that this may be temporary.